Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to an aisys cs2 when the patient desaturated. The patient ventilation was switched to an ambu bag and case completed. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The root cause of the patient desaturation is use error due to incorrect settings for the patient (500 ml/minute of fresh gas flow with 35% o2). It is possible that the user had accidentally exited etc, was unaware of how to clinically interpret the fio2 vs. Eto2, was confused about whether they were still in etc, or was unable to assess the level of dilution. When etc was exited and the o2 setting made, the user had opened 3 menus in 5 seconds, which may support that there was an unintended selection made by the user. There are multiple indicators of the current mode including the waveform message, color of the buttons, banner above the fresh gas keys, and more. The alarm for fio2 low occurred after 30 minutes of delivering 500 ml/min of total flow at o2 of 35%, and the user silenced the alarm.